Event description:
It was reported both the ventricular and atrial leads were extracted due to noise. Insulation damages consistent of lead to device can abrasions were noted. Patient was asymptomatic. Both leads were replaced, and patient¿s condition was stable.

Manufacturer narrative:
External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 36.2 ¿ 36.5 cm from the distal tip consistent with lead friction to the device can. This is consistent with the observation from the field of noise.